Event description:
It was reported that during the implant procedure of a transcatheter valve, following the implant of the valve, an echocardiogram was performed that revealed mild paravalvular leak (pvl) and no treatment was performed. Approximately 1 month following the implant of the valve, an echocardiogram was performed that revealed severe pvl. Additionally, the patient experienced hemodynamic instability with lack of sufficient diastolic separation across the aortic valve. Subsequently, a post-implant balloon aortic valvuloplasty (bav) was performed using a 24 millimeter (mm) non-medtronic balloon and a 25 mm non-medtronic balloon; however, the post-implant bav did not correct the pvl. Therefore, the patient was assessed for further intervention. Per the physician, pre-case planning factors, specifically slice misregistration on computed tomography (CT) scans, contributed to the event.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter valve, following the implant of the valve, an echocardiogram was performed that revealed mild paravalvular leak (pvl) and no treatment was performed. Approximately 1 month following the implant of the valve, an echocardiogram was performed that revealed severe pvl. Additionally, the patient experienced hemodynamic instability with lack of sufficient diastolic separation across the aortic valve. Subsequently, a post-implant balloon aortic valvuloplasty (bav) was performed using a 24 millimeter (mm) non-medtronic balloon and a 25 mm non-medtronic balloon; however, the post-implant bav did not correct the pvl. Therefore, the patient was assessed for further intervention. Per the physician, pre-case planning factors, specifically slice misregistration on computed tomography (CT) scans, contributed to the event. Additional information was received indicating that a subsequent echocardiogram and pressure halftime categorized the pvl as moderate.